Manufacturer narrative:
(B)(4). Correction: device was not returned. Correction: sheath size. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported suture break and the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that suture placement with a proglide device was attempted in the left common femoral artery (lcfa) using the preclose technique. The arteriotomy was a 20fr sheath. Two proglide sutures were successfully placed in the left common femoral artery and the right common femoral artery (rcfa) using the preclose technique. Hemostasis was achieved in both the lcfa and rcfa using the pre-placed sutures from proglide devices. The physician is established in the preclose technique. No additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 21fr sheath, after an abdominal stent implant procedure. Reportedly, a suture break occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. (B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The suture break was unable to be confirmed as all the device components were not returned. The investigation was unable to determine a conclusive cause for the suture break; however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue.